Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump would sometimes leak, or squirt out insulin. The customer had a low blood glucose of 30 mg/dl but did not feel low. The customer was treated with tablets and hospitalized. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump passed the displacement test and had not been exposed to a strong magnetic field. The customer was advised to monitor the insulin pump.